Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt had a total knee replacement on (B)(6), 2006 and everything was fine until a couple of months ago. Pt is experiencing extreme pain and upon changing positions in bed she can feel something sticking out of her knee. X-rays were taken and everything seemed to be in place. Pt stated that she did not mind if stryker contacted her surgeon."